Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found that peeling (floating) of the bending rubber adhesive is observed. Based on the results of the investigation, it is most likely that the reported issue probable causes are due to issues such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the ultrasound bronchofibervideoscope had a black stain-like foreign material displayed on the monitor. The issue was found during preparation for use before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.